Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient had been working in her yard and came inside due to the extreme heat. Shortly after, the patient felt dizzy, disoriented, and had ¿mental fog¿. Her dexcom cgm value on her tandem mobi insulin pump was high mg/dl. The patient had no bg meter tests, therefore, could not take a bg meter comparison value. The patient drove herself to the emergency room (ER). The patient had unspecified tests and lab work done. Heat stroke was ruled out. The patient could not recall her bg meter reading at the ER, but her cgm was continuing to read high mg/dl. The patient was treated with IV fluids and was discharged 3-4 hours later. On (B)(6) 2025, the patient went to a scheduled appointment with her endocrinologist and discussed the event that occurred on 07/26/2025. The patient¿s doctor told the patient she may have experienced an ¿insulin overdose¿ if the cgm continued to read high mg/dl consistently. Therefore, the patient felt her cgm device malfunctioned. As a result, the patient was advised to obtain a bg meter to use for comparison testing. At the time of report, the patient still felt unwell and had experienced some hair loss but was feeling better compared to before. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e2318 hair loss h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, data was provided for evaluation. Data evaluation indicates that the sensor session started at 8:56 pm on (B)(6) 2025 (although it was reported that the sensor was inserted on (B)(6) 2025). The session lasted 6 days and 17 hours and was ended by the user. There were no bg meter calibrations performed during the sensor session. On 07/26/2025, the users estimate glucose values (egvs) went above the high threshold of 250 mg/dl several times and the app alerted the user appropriately. The alerts were set to vibrate and repeated until they were cleared or acknowledged by the user. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).